Manufacturer narrative:
No pt info was available at the time of this retrospective report. Device manufacture date was not available. The returned product did not meet specifications. The video graphics fan was not functioning properly. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.

Event description:
A site rep reported that the system froze during registration in pointmerge. After reboot, the monitor went black and displayed "no input." Following a second reboot, the third registration was successful and the case continued as planned with no impact to the pt.